Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer used a backup insulin pump for insulin delivery while a replacement pump was sent by technical support. Customer was instructed on returning the problematic pump and programming settings into the new pump, and acknowledged all instructions.